Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) that, the introducer sheath was inserted, it was found that the sheath three-way and tail valve were leaking air. A large amount of gas was noted. The patient had frequent coughing, and oxygen saturation and blood pressure were dropped. A transparent shadow of pulmonary artery area was seen under fluoroscopy. Possibility of pulmonary artery embolism was suspected. The patient had a small amount of pericardial effusion. Medical intervention and medication was administered for blood pressure and oxygen saturation. The delivery sheath was attempted, not used. No further patient complications have been reported as a result of this event.